Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported patient¿s entire system was explanted due to pocket infection. Device and leads were replaced except for the atrial lead. No further information available.